Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the bss (balanced salt solution) did not run into the drain bag. A puddle of solution was noticed on the floor and the end of the procedure. The field service engineer, indicated that it is possible the cassette leaked. The product was not replaced and procedure complete with no patient harm. Additional information and sample has been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Without the sample visual and functional testing was unable to be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).